Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported blood glucose (bg) was >477 mg/dl for over 24 hours while using inset 23" infusion sets and patient had changed his cartridge but not his site. Agent confirmed insulin delivery through tubing, then identified a bent cannula where his bg was reported at 475 mg/dl. Patient reconnected with a new set and resumed delivery. Agent educated on cd infusion sets and sent a 2-pack sample. Later that day, bg was 485 mg/dl despite insulin delivery, and patient went to urgent care. On follow-up, bg had decreased to 245 mg/dl, patient was advised to hydrate, and he reported feeling better and left urgent care.